Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported patient presented with pain and surgeon revised right hip due to exeter stem being found to be broken at the femoral neck area. Surgeon revised stem, head and liner.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, medial and lateral surfaces of the exeter stem are shown in figure 3, 4, 5 and 6, respectively. The damage observed on these surfaces is consistent with damage resulting from cement mantle break down and explanation damage. The fracture surfaces associated with the exeter stem and neck are shown in figures 7 and 8, respectively. The material analysis concluded that: the exeter stem fractured in fatigue with the origin at or near the prehension hole side wall. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: in this morbidly obese male, the prosthetic neck fractured in fatigue initiating on the lateral tension side. The material analysis report did not observe material or manufacturing defects as contributing to this fatigue fracture. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: in this morbidly obese male, the prosthetic neck fractured in fatigue initiating on the lateral tension side. The material analysis report did not observe material or manufacturing defects as contributing to this fatigue fracture. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient presented with pain and surgeon revised right hip due to exeter stem being found to be broken at the femoral neck area. Surgeon revised stem, head and liner.